Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient had their implantable neurostimulator (ins) replaced on (B)(6) 2017 due to expected end of life (eol) battery status. The patient stated that they felt a jolt, like a lightning bolt went through them, right before their battery died and stopped working. When it happened, the patient wasn¿t doing any programming to the ins with the programmer. No environmental or external factors were reported that could be related to the issue. The patient requested to keep the explanted ins at the time of replacement and brought it with them to a meeting with their healthcare provider (hcp) at their one week post-op visit on the date of this report. At that time, a manufacturer representative performed an electrode impedance check and all values were within normal limits. The patient stated that their system was working well for them, with at least 50% relief from her chronic pain, just like the stimulation they were receiving prior to having the ins replaced. It was noted that the issue was resolved. No further complications were reported or anticipated. The patient¿s status is ¿alive, no injury.¿ indications for use are spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no significant anomaly. There was stable out and telemetry was acceptable. Battery was near normal battery depletion if information is provided in the future, a supplemental report will be issued.